Manufacturer narrative:
The device was removed and returned for analysis. Results from the various functional tests found no issues with the returned device. Review of the device statistics did not reveal any irregularities that would indicate a device malfunction.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The device was removed, the patient was given antibiotics, and there have been no reports of further complications regarding this event. The patient plans to get implanted again in the future.